Manufacturer narrative:
The philips fse evaluated the device found the display was malfunctioning and needs replacement. The customer was informed that service could no longer be completed on the device as it had reached the end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 31- dec-2022. Based on the information available and the testing conducted, the cause of the reported problem was the display. The reported problem was confirmed. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device had a blurred screen. There was no patient involvement.